Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers family reported via phone call that they experienced the high blood glucose. The customer's blood glucose was 500 to 600 mg/dl. The customer stated that the infusion set was leak at the insertion site. The troubleshooting was declined for the high blood glucose. The troubleshooting was performed for leak. The product will not be returned for analysis.